Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: malta. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing the electric dermatome was stuck. There was no report of harm or delay. Due diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that during inspection the electric dermatome was stuck. There was no report of harm or delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h6, h10, h11. Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Review of the most recent repair record determined that the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.